Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient is deceased. It was also reported the leads displayed high threshold and the left ventricular (lv) lead was programmed "off" one month prior. During explant of the lv lead there was fulminant bleeding into the pericardium and the patient required resuscitation. It was reported the patient expired as a result of blood loss as the bleeding could not be stopped and due to the patient's poor general condition. The atrial lead was not associated with the death.

Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed. Analysis revealed the proximal conductor of the lead developed a fracture due to flexing while in vivo.

Manufacturer narrative:
Product event summary: the lead was not returned; however, analysis of the device memory revealed the impedance of the left ventricular pacing lead was beyond the expected upper range. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.